Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported an unspecified lower sensor scan reading and experienced dizziness, nausea, fatigue, loss of coordination, a lot of urination, and headaches. It was indicated that the customer self-treated with insulin (dose/type unknown). The customer then made contact with a healthcare professional where an unknown lab glucose test was obtained. It was determine by the hcp that the customer had positive ketones in their urine and was then provided intravenous serum (dose/type unknown) and insulin for treatment and diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.